Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 failed, and the station was in disconnected mode. A field service engineer found the ethernet cable was plugged into the wrong port, which caused the disconnected mode issue. The cable was reconnected to the correct port. Main drawer 2¿s pyxibus cable was found disconnected from the drawer. Using a meter, the drawer controller was verified to be functional. The pyxibus cable, retractor band cable, and row board cable was inspected, and no debris was present on the row boards. During testing, a faulty cubie was identified, ejected, and handed over to the customer. Diagnostics confirmed the drawer functioned properly. The customer successfully tested the drawer using the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 was not listed in storage configuration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.